Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while using the day aligners that their crown came off due to the lingers and now needing dental work to fix it.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.